Manufacturer narrative:
Siemens has completed the technical investigation of the reported event. The root cause of the issue was a problem in the license evaluation due to a failing query in the database. This appears to be a sporadic problem. After some rebooting of the system, the query works well and so does the licensing. An acceptable workaround is available as follows: after rebooting the system, the system functions as intended. At times, multiple reboots are needed. The tablet is an option only, as all functions are available at the system console as well. A change request has been initiated to evaluate a potential fix for the identified issue with a future service pack or software version. This improvement will be considered a device enhancement.

Event description:
It was reported to siemens that the mobile tablet associated with the somatom go. Top lost its wireless connection to the CT scanner during an interventional biopsy procedure on (B)(6) 2021. The pancreas biopsy was continued without the optional tablet, using the console of the scanner instead. Furthermore, it was reported that the user didn't use the measurement function at the scanner console. The distance that needed to be measured had been assessed visually only. The inaccuracy of this method resulted in additional and unnecessary patient bleeding. Aside from the additional blood loss, the patient did not suffer any negative health consequences. It was decided that the patient should stay one additional day at the hospital for monitoring. The patient was discharged after the 24-hour follow-up examination in good health and without adverse symptoms. In a worse-case scenario, the patient bleeding could become life-threatening if the major vessels (e.g., aorta) was punctured. This event has been reported with an abundance of caution. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens has initiated a technical investigation of the reported event. A first, the investigation pointed to use error. In such situations the procedure must be terminated or can be continued with the functionality provided at the scanner console. Nevertheless, the technical investigation will be completed to determine the root cause of the lost wireless communication. A supplemental report will be submitted upon completion of the investigation.